Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a user facility regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported a critical alarm sounded at 9:30 am and recovered spontaneously at 11:18 am. The event date was reported to be (B)(6) 2022. Telemetry confirmed a recovered pump stall. Another pump critical alarm sounded at 4 am and recovered spontaneously at 11:45 am on an unknown date. Telemetry again confirmed a recovered pump stall. Another pump critical alarm sounded at 2:40 pm on an unknown date. Telemetry revealed a pump stall without recovery. The patient presented with severe pain and withdrawal symptoms 24 hours later on an unknown date. The pump could not be restarted. The pain was poorly controlled despite a high dose. The pain remained severe until pump replacement. The pump was explanted on (B)(6) 2022. Patient consequences included recurrent severe pain, acute/severe opioid withdrawal, hospital treatment, intensive pain management, and urgent pump replacement. Transient stress induced takotsubo cardiomyopathy was also reported. Further information was not reported.